Event description:
It was reported that intermittent occlusion alarms occurred. System check was being performed with tandem technical support; however customer declined completing the system check. Additionally, it was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was in 192-300 mg/dl range.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.